Event description:
It was reported that the patient¿s leads had migrated; one move laterally and the other moved inferiorly. The migration was confirmed via x-ray. The patient¿s health care provider (hcp) was planning to do a paddle placement at t8. The patient¿s coverage had not been appropriate since implant. They also had a CT scheduled to evaluate the leads position. Additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 7754, serial# (B)(4), product type: recharger. (B)(4).